Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect component user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect uim for evaluation. In the event that the uim is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved intermittent user interface module (uim) blank display on this ventilator device. The customer stated no known reported patient involvement with this event.

Manufacturer narrative:
The vyaire service group received the suspect user interface module (uim) for investigation. The service group performed a visual inspection and found no anomalies. The service group performed a power cycle on routines in the user mode, uim functionality testing, and the device passed all manufacturing testing. The reported issue could not be duplicated in the laboratory setting. No assembly failure was identified however, the uim was sent to our failure analysis laboratory for further evaluation. The vyaire failure analysis lab (fa) evaluated the user interface module (uim) and concurred with the service group assessment. No component/device failure detected therefore; no root cause investigation would be performed.